Event description:
It was observed that during the device evaluation for camera head, the switches of the scope/camera head were leaking.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the switches of the scope/camera head are leaking. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. A device history record (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU):** - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.